Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer cannot recall their blood glucose reading troubleshoot was performed. Customer primed 5.0 units of insulin. Customer stated no delivery issue was resolved by changing the reservoir. Reservoir will be returned for analysis.